Manufacturer narrative:
Other, other text: additional event information received indicating no patient involvement and date of event was verified. (Updated a1, b5) h6: event problem and evaluation codes: update not required. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email from customer on 28-nov-2022: no patient involvement occurred. Issues were discovered during the hookup process of the tubing's, "no patient involvement occurred. Date of event reported (B)(6) 2022. We were able to resolve the issue after replacing the damaged printed circuit board (pcb) board with a new one, and the over temperature alarm was gone."

Event description:
It was reported that the unit has an over-temperature issue. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-27375. The report was submitted in error. Duplicate of 3012307300-2022-27453 ((B)(4)).